Manufacturer narrative:
The investigation for the reported low pump flow issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The root cause of the low pump flow issue was due to improper positioning of the device deep in the ventricle, resulting in a kinked cannula and low pump flow. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported an impella cp device had low flow, due to a suspected clot entrapment. The pump was successfully exchanged for a new impella cp, with no reported harm to the patient.